Manufacturer narrative:
The root cause could not be determined. The low result was not reproducible. The calibration and quality control data were inconspicuous and there were no indications of any issues with the system or reagent. After the service visit, there were no indications of any system issues. All data was within specification.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer alleged they received a questionable total prostate- specific antigen (tpsa) result on their e-module. The patient's initial result from an aliquot tube was 0.05 ng/ml and it was reported outside the laboratory as <0.1 ng/ml. The physician questioned the result and asked the laboratory to rerun the sample. On (B)(6) 2012, the same aliquot tube was retested on another e-module, serial number (B)(4), and the result was 57.8 ng/ml. The customer considered the repeat result of 57.8 ng/ml to be correct. The customer was not aware of any adverse events. The tpsa reagent lot number was 16676201 and the expiration date was 05/31/2013. The field service representative could not determine the cause. He cleaned the sample and reagent flowpaths. He cleaned the waste drains. He performed instrument checks. He ran assay performance tests and all tests passed.